Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the suction nozzle was determined to an organic silicone. The material was not derived from endoscopes and is thought that the origin may be a chemical agent (antifoaming agent, etc.) Whose main ingredient is organic silicone. A definitive root cause of the issue could not be determined however, the issue was likely due to insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: 3.8 inspection of combination function with related equipment] checking the cleaning function of the objective lens surface: (a) water supply inspection: 1. Cover the hole of the air/water supply button with your finger. 2. Press the button while keeping the hole covered. Verify that water flows across the endoscopic image. 3. Release your fingers from the air/water supply button. Visually confirm that water no longer flows on the endoscope screen and that the button returns smoothly to its original position. (B) inspection of drainer: 1. If you cover the hole in the air/water supply button with your finger, air will come out and remove any remaining water on the objective lens surface. Verify that the endoscopic image is clearly visible. 2. Release your fingers from the air/water supply button. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, evis lucera elite colonovideoscope, to the olympus service center for repair. Upon inspection and testing of the returned device, it was observed that the nozzle was clogged. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.